Event description:
It was reported that during the implant procedure, the lead dislodged, there were postitioning difficulties, and the helix broke and could not retract or extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported, there was blood/body fluid on the distal conductor (not obstructed) and the helix (sleeve head).